Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported a high readings issue with the freestyle libre sensor. The customer reported unspecified high readings with sensor, as compared to the built-in meter. The customer subsequently experienced seizure and lost consciousness. The customer was treated with oral glucose by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the freestyle libre sensor. The customer reported unspecified high readings with sensor, as compared to the built-in meter. The customer subsequently experienced seizure and lost consciousness. The customer was treated with oral glucose by her husband. There was no report of death or permanent injury associated with this event.